Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that this was a transforaminal lumbar interbody fusion for a lumbar spinal stenosis on (B)(6) 2026. During screw insertion, the connecting part with driver came off. At that time, the part of screw seemed lack, so the screw was changed. It is possible that the driver was not gripped securely, or changed direction forcibly, the cause is unknown. The surgery was completed successfully within 30 minutes surgical delay. We went attention the sales rep to comply with the prescribed reporting date. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part:04.616.745s lot:422l334 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:22 aug 2025 expiration date: 01 aug 2035. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.616.745 non-sterile lot # 76442p3 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 17 jul 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.